Event description:
At approx 1:30am a nurse heard an IV controller beeping in the room of this pt. Pt not in bed. Pt was found between the siderails, perpendicular to bed, legs extended, arms at side. Face visible through the lower side rail. Nurse called for assistance and with help returned pt to bed. Pt was without respirations or pulse. Code blue called, CPR initiated. Pt pronounced dead by resident physician.